Event description:
It was reported that the patient underwent unspecified spinal fusion surgery using rhbmp-2/acs. Reportedly, the patient experienced "side effects such as pain, a diagnosis of cancer, as well as, limited movement and mental anguish."

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.